Event description:
It was reported that a patient underwent an unknown surgery on (B)(6), 2026, and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2026 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 10c3j9_vcp433h batch number, and no non-conformances were identified. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a needle detached from the suture used in a procedure; the product code and lot number are not visible in the image. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --received information as following. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.